Event description:
It was reported via the pt's e-mail that, "I had a total knee replacement using a triathlon mis during the time frame in which this recall. After six months of issues from physical therapist stating they never saw such a swollen knee replacement and lyphodemia, also multiple drainings. The operation had to be redone. Ortho doctor stated I had bearing failure. Bearing as 4mm too thin. Since then I have had to get the knee redrained twice with swelling issues."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.